Manufacturer narrative:
H10 remove: the production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.

Event description:
It was reported that the customer suspected their helium tanks for the cardiosave intra-aortic balloon pump (iabp) were emptying too quickly. This event took place during pre-use check and there was no patient involvement, and no adverse event reported.

Event description:
It was reported that the customer suspected their helium tanks for the cardiosave intra-aortic balloon pump (iabp) were emptying too quickly. This event took place during pre-use check and there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The iabp passed the helium leak tests. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the customer suspected their helium tanks for the cardiosave intra-aortic balloon pump (iabp) were emptying too quickly. This event took place during pre-use check and there was no patient involvement, and no adverse event reported.